Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's son that the patient received multiple inappropriate shocks, and the right ventricular (rv) lead malfunctioned. The lead was capped and replaced. No further patient complications have been reported as a result of this event.